Event description:
The patient mentioned that he has been on v-go 40 for the last 8 months and on (B)(6) 2019 the v-go has fallen off because of sweat. The patient stated that he is applying the v-go to the side of his stomach. The patient disposed of the v-go in question.